Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a pocket revision due to pocket discomfort. The physician revised the pocket and the patient is reportedly doing better.